Event description:
It was reported that the pump's internal display screen was shattered. There was no adverse impact to customer¿s blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.